Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. The lot number was not provided by the customer. All information reasonably known as of 01-sep-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint comp-ghc-25-03385. This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
Avanos medical received a single report that referenced seven different incidences, which were associated with separate units, involving seven different events. This is the fifth of seven reports. Refer to 9611594-2025-00192 for the first event. Refer to 9611594-2025-00193 for the second event. Refer to 9611594-2025-00194 for the third event. Refer to 9611594-2025-00195 for the fourth event. Refer to 9611594-2025-00197 for the sixth event. Refer to 9611594-2025-00198 for the seventh event. It was reported the physician was not able to remove the percutaneous endoscopic gastrostomy (peg) via traction. The patient was in too much pain when the physician would attempt to remove the peg tube. The physician had to schedule a percutaneous endoscopic gastrostomy (peg) for removal of the peg tube. There was no reported injury.